Event description:
It was reported that device embolization and death occurred. A left atrial appendage procedure was performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) were inserted. Implant was attempted; however, the implant was not successful as the device was not stable during the tug test. The 27mm wds was exchanged for a 31mm wds and the 31mm wds was successfully implanted in the intended location. Eight days post-implant the patient was seen for follow-up with no reported complaints. Eleven days post-implant the patient was evaluated emergently with lower extremity pain and paralysis. Magnetic resonance imaging and computed tomography were performed and revealed the watchman flx closure device in the abdominal aorta. Snaring was attempted but unsuccessful. Surgical intervention was performed to remove the watchman flx closure device and lower extremity blood flow was restored. Two days later, the patient died of renal failure.

Event description:
It was reported that device embolization and death occurred. A left atrial appendage procedure was performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) were inserted. Implant was attempted; however, the implant was not successful as the device was not stable during the tug test. The 27mm wds was exchanged for a 31mm wds and the 31mm wds was successfully implanted in the intended location. Eight days post-implant the patient was seen for follow-up with no reported complaints. Eleven days post-implant the patient was evaluated emergently with lower extremity pain and paralysis. Magnetic resonance imaging and computed tomography were performed and revealed the watchman flx closure device in the abdominal aorta. Snaring was attempted but unsuccessful. Surgical intervention was performed to remove the watchman flx closure device and lower extremity blood flow was restored. Two days later, the patient died of renal failure.